Event description:
It was reported that during an atrial fibrillation procedure, a versacross connect for faradrive kit was selected for use. It was noted that theversacross rf wire coating was sheared off from distal end when introduced into the needle. The wire was inserted into a non-boston scientific metal needle. The physician felt it was getting caught but immediately pulled it out when felt resistance. Hence, the wire was replaced, and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (kept by the facility).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation procedure, a versacross connect for faradrive kit was selected for use. It was noted that theversacross rf wire coating was sheared off from distal end when introduced into the needle. The wire was inserted into a non-boston scientific metal needle. The physician felt it was getting caught but immediately pulled it out when felt resistance. Hence, the wire was replaced, and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (kept by the facility).

Manufacturer narrative:
The device was not returned; however, labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user to 'do not attempt to insert or retract the versacross rf wire through a metal cannula or a percutaneous needle, which may damage the device and may cause patient injury.'. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.